Event description:
An issue was reported with the abbott diabetes care (adc) application in use with unknown phone with android operating system and version. The customer was unable to access the application and unable to monitor glucose readings due to incorrect e-mail and password combination. The customer experienced fever, sweating and was able to self-treat with candy for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported an incorrect e-mail and password combination issue, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version, os and device, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.